Manufacturer narrative:
The device is not available for evaluation as it is still implanted. If additional information is provided, the evaluation results will be submitted in a supplemental report.

Event description:
It was reported that "patient called to report that she is having pain since her hip surgery. Dr. Told her that one leg is shorter than the other (the implant side, the right side). Has to have her shoe built up. Dr. Said that something "slipped" in there and that a revision could help it, or make it worse. She also had a CT scan and MRI and was told that her spine is showing arthritic changes of the vertebrae and bulging discs. Impingement of the l4/l5 of the spine, and impingement of the nerve group that leads to the lumbar spine. This could be causing her pain."